Manufacturer narrative:
The device was received for investigation. The reported issue of a ruptured balloon was not observed. The device passed full functional testing, and the balloon was able to be inflated and deflated without issue. The lot history record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the pruitt f3 carotid shunt balloon ruptured during pre-testing while inflating. It was not used on the patient and no patient inury was reported.